Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may be caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2011-00002 for information related to the bard ventralex mesh implanted on (B)(6) 2004.

Event description:
Attorney reported: (B)(6) 2004 - patient underwent surgery to repair several ventral hernias. A bard ventralex hernia patch was used to repair the hernia. On (B)(6) 2007 - patient underwent additional surgery and had the bard ventralex hernia patch removed. Patient's patch migrated from its original position to just under the skin. Additionally, she suffered omental adhesions as a result of the failed bard ventralex hernia patch. At this surgery, a bard composix kugel hernia patch was used to replace the bard ventralex hernia patch that was removed. As a direct and proximate result, the bard ventralex hernia patch and bard composix kugel hernia patch used in patient's hernia repair surgery failed, causing patient bodily injury, and resulting pain and suffering, disability, disfigurement and mental anguish.